Event description:
It was reported that the customer was hospitalized for hyperglycemia. At the time of the call, the md stated that she believes that the pump is not functioning properly. It was indicated that the programming was accurate. It was noted that the md did not have time to troubleshoot the pump. In addition, the md wants the pump to be upgraded and the customer will remain on manual injections in the meantime. No further details.